Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. During disassembly of the device to determine root cause, the technician observed extensive damage consistant with mis-handling. An internal inspection found no evidence of water ingress. All damaged parts will be replaced upon approval of the repair from the customer. Analysis of reports of this type has not identified an increase in trend.